Event description:
Reportedly, during the interrogation of a pacemaker which was in stand-by mode, it was impossible to reset it with the smarttouch tablet, despite restarting the tablet. After five minutes of interrogation, the tablet is still loading and remains on the interrogation screen.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Analysis of available expertise files confirmed the reported behavior: on 27 december 2022, the eno pacemaker s/n (B)(6) was found in stand-by mode and could not be re-initialized properly by the subject smarttouch tablet. The observed issue most probably resulted from an error while reading the parameters used to determine if a reset is necessary and stored in the inductive head buffer. As a result, the data read by the programmer was incorrect, which led to the observed impossibility to perform the reset. -as normal functioning was observed during the next interrogations, no anomaly is suspected on the subject tablet.